Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a kink developed in the tubing of the catheter.

Manufacturer narrative:
The reported event was confirmed with an unknown cause due to the product being removed from the packaging. Visual evaluation of the returned sample noted one opened, meter bag with urine connected to a kinked drainage tube. The lot number is unknown therefore the device history record could not be reviewed. The product family for this urine collection product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the urine collection product ifus are found to be adequate based on past reviews.

Event description:
It was reported that a kink developed in the tubing of the catheter.